Event description:
On (B)(6) 2013, the reporter contacted lifescan (lfs) (B)(4) via email to report that meter reading blood as control. This complaint is being reported because the alleged meter issue remained unresolved. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.